Event description:
It was reported that the sitter select alarm model 8361 is not alarming when the pt gets up, the alarm does have power. No pt injury reported.

Manufacturer narrative:
Evaluation: results: (other) - the alarm case has visible damage and an intermittent alarm tone. Conclusions: no conclusion can be drawn.